Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Yesterday at 03.24 p.m., patient did a blood glucose test and result was 20.9 mmol/l. Patient's wife is alleging device incorrectly offered him a correction bolus of a massive 23 units. Because patient thought it said 2.3 i.u., he delivered the bolus. She is concerned that handset is faulty and recommended wrong amounts. Patient's wife gave him glucose gel and chocolate bars to counter act the 23 i.u. A request was made for the return of the device.